Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 pockets b5 (zonisamide 100 mg capsule), b1 (calcium carbonate 500 mg chew tablet) and b3 (bupropion sr 150 mg ER tablet) were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 not detected on the bus due to loose row board cables. A field service engineer (fse) reconnected the cables and rebooted and tested functionality. The system functioned as intended after the field service engineer repaired the device.